Event description:
It was reported that the patient presented remotely via merlin.net. Review of the atrial tachycardia/ atrial fibrillation (at/af) episodes noted that the pacemaker exhibited intermittent far field r waves oversensing on the atrial channel. Programming changes were suggested but no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.